Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation and additional information received from the site. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. Per the edwards lifesciences field clinical specialist, an invasive gradient assessment with cardiac catheterization and tee were performed and did not show any deficiencies or deterioration of the sapien 3 ultra valve, however, medical records were unable to be obtained despite multiple follow-up attempts. Thus, edwards lifesciences is continuing to report this event on a conservative basis. The physicians will continue to monitor the patient's symptoms. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the device stenosis was confirmed based on the medical record provided. Available information suggests patient factors (atherosclerosis due to hyperlipidemia) likely contributed to the event. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, a patient has been experiencing worsening symptoms and increased gradients approximately 2 years and 11 months post implant of a 23mm sapien 3 ultra valve in the aortic position. Per clinical review of the medical records received, one-year post-tavr, the valve mean gradient was 12mmhg and ava 1.6. Tee completed 2 years 11 months post-tavr shows a mean gradient of 37mmhg and ava 0.85. The patient has noted a decline in their exertional capacity with lowered energy levels, very minimal shortness of breath and some mild orthostatic lightheadedness. Nyha class: ii. The patient is scheduled for an invasive gradient assessment with cardiac catheterization via left heart catheterization, and same-day tee for assessment of valve leaflet motion. The physician plans to continue the remainder of the patient's workup including CT and cardiac surgeon consult. Once the findings are confirmed, it will be determined whether the patient would potentially benefit from repeat transcatheter valve replacement versus a trial of anticoagulation. While the type of intervention has not been determined at this time, the patient is symptomatic with severe stenosis, and this is considered a serious event. Edwards lifesciences is reporting this event on a conservative basis.